Manufacturer narrative:
The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the visual inspection of the returned device exhibits extensive usage evident by the significant scratches and gouge marks on the screwdriver shaft and handle. The distal end or at the tip of the device of the device broken. The shiny and planar breakage patterns are indicative of brittle fracture. The fragmented part of the device was not available for inspection. Furthermore, a hardness test according to rockwell on the returned item indicates the material being slightly above in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a combination of wear and user related issue. The failure was caused by repetitive usage and exposure to extensive torsional load contributing to the event. If any further information is provided the complaint report will be updated.

Event description:
It was reported that both ends of the screwdrivers chipped off during use.

Event description:
It was reported that both ends of the screwdrivers chipped off during use.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.